Event description:
The catheter fractured while removing the port and they went in the femoral vein to retrieve the fragmented pieces.manufacturer response (as per reporter) for port-a-cath, vortex port-a-cath:nothing at this time.